Event description:
Smiths medical international ltd. Has been notified of an incident where the dr felt resistance during insertion. The doctor withdrew the catheter from the insertion needle. After removal, the catheter was found broken and part of the catheter remained in the pt. No adverse outcome reported.